Event description:
It was reported that the patient had fallen at home. Log files were submitted with concern for suction events. Log files did not contain any unusual events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event of syncope could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed pulsatility index (pi) events; however, suction events could not be confirmed. The submitted controller event log file contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. The majority of the file consisted of pi events. No atypical events were captured. The pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists adverse events may be associated with the use of heartmate 3 lvas, including other neurological events (not stroke-related). This section also provides an explanation of each of the pump parameters, including pulsatility index (pi), and explains that "pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, "system monitor", explains that "pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed." The IFU includes a list of hm 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient's fall was due to syncope. The fall was not considered to be device related. The patient's medications were changed.